Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. It was also reported that the right ventricular (rv) lead had an increase in threshold. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4196, implantable pacing lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009; d234trk, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).